Event description:
While suturing stomach tip of suture broke off. Concomitant medical products: ethicon vicryl 3-0 on rb-1, item j713d, lot qbmelc, exp 01-31-2025. Removed broken suture tip from surgical site.